Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the subject pacemaker was implanted on (B)(6) 2020 as a replacement following normal battery depletion, and it was connected to the previously implanted atrial and ventricular leads. An abandoned lead is also present in the ventricular chamber. During a regular follow-up (the exact date is unknown), an infection was found. The pacemaker and the ventricular lead were explanted on (B)(6) 2021; however, the abandoned lead could not be entirely removed. In addition, the atrial lead could not be explanted due to resistance; therefore, another re-intervention was planned for (B)(6) 2021.